Event description:
It was reported that the pump battery could not be charged, resulting in the pump shutting down. The customer's blood glucose (bg) level was 500 mg/dl. The customer addressed their bg with a manual injection. The customer reverted to an alternate method of insulin therapy.